Event description:
It was reported to medtronic minimed that the customer reported a blank display on the pump. The customer reported no adverse event. The event involved product(s) mmt-754lwws. Troubleshooting was performed and the display returned but the self-test failed. The customer removed the battery from the pump for 10 minutes and cleaned the battery cap contacts. No harm requiring medical intervention was reported. The customer was advised to revert to the backup plan per health care professional instructions. Mmt-754lwws was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with intermittent during power up display after battery installation. Unable to perform normal operating current. The stop (idle) current and run current measurement tests self test, rewind test and displacement test due to blank display. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Perform brush cleaning with the isopropyl alcohol and cleaning up all corrosion on the pcba and powered the pump on using the battery simulator and the unit powered up normally or no blank display noted. The following were noted during visual inspection: minor scratched lcd window, cracked belt clip slot and broken reservoir tube lip. The test p-cap/reservoir does lock into place. Intermittent black out display/blank display is confirmed due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.